Event description:
Email sent to manufacturer states that a device read 3.6 inr while the lab read 1.8 inr. A call to this account found that the reporter does not believe either of these values are correct, but would not provide any further information. No adverse event reported. Requested return of suspect device and replacement was sent.